Manufacturer narrative:
D1: corrected brand name. D4: corrected catalog number and serial number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.

Event description:
An impella cp device was percutaneously inserted via the right femoral artery in a 56-year-old male with cardiogenic shock secondary to acute myocardial infarction. The patient¿s past medical history was significant for renal insufficiency. The patient presented to the emergency department with nausea, vomiting, and dyspnea. Cardiac rhythm evaluation identified ventricular tachycardia versus supraventricular tachycardia. The patient was started on heparin and amiodarone infusions and subsequently diagnosed with non¿st-segment elevation myocardial infarction and acute kidney injury. Over the course of the day, the patient experienced clinical deterioration and was urgently transferred to the cardiac catheterization lab. The impella cp device was placed for hemodynamic support. At the time of device initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage b cardiogenic shock. Coronary angiography demonstrated no culprit lesion but revealed slow coronary flow in all vessels. Left ventriculography showed a small left ventricular cavity. Post-placement bedside echocardiography measured the device inlet approximately 2.5cm below the aortic valve. During transfer from the procedure table to the bed, the impella cp device became dislodged and required repositioning. The patient was returned to the procedure table, and the left ventricle was re-engaged. After repositioning, the patient was transferred to the intensive care unit on impella support. The vascular access site was redressed, and a figure-of-eight suture was applied due to oozing at the insertion site. The patient was subsequently transferred to an outside facility for advanced management and possible orthotopic heart transplant evaluation. Upon arrival, transfer of care occurred without complication. The patient was noted to be in complete heart block. A phenylephrine bolus was administered. The impella insertion site appeared appropriate in position and alignment, without active bleeding. Two days later, the patient remained on extracorporeal membrane oxygenation (ECMO) and impella cp support, with ECMO flow approximately 4 liters per minute and impella flow approximately 1.8 liters per minute. The patient continued to experience recurrent episodes of ventricular tachycardia requiring defibrillation, and preparation was made for a ganglion block procedure. Due to ongoing biventricular failure suspected to be secondary to viral cardiomyopathy, with giant cell myocarditis under evaluation by biopsy, the treatment plan included escalation of mechanical circulatory support. An impella 5.5 device was surgically implanted via the right axillary artery. The impella cp device was successfully explanted. The patient remained on venoarterial extracorporeal membrane oxygenation. The following day, the transplant team was consulted, and an endomyocardial biopsy was performed. Bedside echocardiography demonstrated that the impella 5.5 device appeared positioned deep within the left ventricle, with the elbow well below the aortic valve and inability to clearly visualize the inlet. The need for repositioning was discussed with the surgical team. It is unknown if repositioning was completed. Two days later, a protek duo right ventricular assist device was inserted. The patient remained intubated and sedated on protek duo and impella 5.5 support. On day nine of impella 5.5 support, the patient required defibrillation twice for ventricular tachycardia associated with hypotension. Overnight, the patient again developed ventricular tachycardia. On that day, the family elected to withdraw care, and the patient expired. Ending scai was stage e cardiogenic shock. This report describes complications associated with the impella cp device, including device dislodgement requiring repositioning and subsequent escalation of mechanical circulatory support to an impella 5.5 device. The impella cp device will be reported as a serious injury. The impella 5.5 device is reported in association with the patient¿s death due to device positioning concerns and recurrent ventricular tachycardia episodes. However, the patient¿s underlying cardiac dysfunction requiring multiple forms of mechanical circulatory support including ECMO and right ventricular assist device therapy and progression to scai stage e cardiogenic shock, contributed most to the demise outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.